Event description:
Event description cpi received information that a ventak mini ii implantable cardioverter defibrillator (ICD) exhibited intermittent pacing impedances--the impedances would vary from 139 to 700, indicating a possible rate sense lead problem. The lead was removed from the header and tested; impedance readings were fine. The lead was re-ineserted into the ICD, and the intermittent readings repeated. No further information could be obtained regarding the model-serial number of the lead, or the serial number of the ICD. Cpi is attempting to obtain additional information; this report was filed on the ICD until further information can be obtained.

Manufacturer narrative:
Event conclusion efforts to obtain additional info regarding this event have been unsuccessful. Cpi will submit additional info if it becomes available.